Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the green (+3.3v) wire on the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned a belt indicating that it was unable to communicate with a monitor.